Event description:
It was reported that a hematuria catheter was used on the patient during surgery. Later that day the patient complained of abdominal pain at home and was brought in to the ER, where surgery was performed to suture a bladder perforation. The doctor allegedly said the patient currently had a bladder infection. It was later reported by the ibc via email on (B)(6) 2018; it was the hematuria type catheter that caused the perforation. Allegedly, the doctor said that this type of catheter should not have been used for the original procedure, that a standard 3 way catheter should have been used. The doctor suspected that the patient had a uti prior to the perforation, but no additional treatment was given after the perforation was repaired. The patient was sent home with the original catheter in place and when the patient complained of abdominal pains, was then brought to the ER where the original catheter was removed and the perforation was discovered and repaired.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use. 1. Method of use the device is intended for single use only and is not reusable (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics, (2) lubricate the distal end of the catheter with water-soluble lubricant, (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infused the specified volume of sterile water through the valve printed prostate to inflate the balloon, (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement, (5) to deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation withdraw the catheter while confirming that no resistance is encountered." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a hematuria catheter was used on the patient during surgery. Later that day the patient complained of abdominal pain at home and was brought in to the ER, where surgery was performed to suture a bladder perforation. The doctor allegedly said the patient currently had a bladder infection. It was later reported by the ibc via email on 10jan2018; it was the hematuria type catheter that caused the perforation. Allegedly, the doctor said that this type of catheter should not have been used for the original procedure, that a standard 3 way catheter should have been used. The doctor suspected that the patient had a uti prior to the perforation, but no additional treatment was given after the perforation was repaired. The patient was sent home with the original catheter in place and when the patient complained of abdominal pains, was then brought to the ER where the original catheter was removed and the perforation was discovered and repaired.